Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported that a patient underwent left hip revision surgery due to an unstable stem. The implanted stem was the incorrect version.

Manufacturer narrative:
Part and lot number are required to review device history records and neither were provided. Product was not returned so no product evaluation could be conducted. This device was used for treatment. Unable to perform a compatibility check based on provided information. No medical records received. Root cause could not be determined with information available. No corrective actions, preventive actions, or field actions resulted after investigation of this event.